Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 3487a-56 ,lot# j0214095v, implanted: (B)(6) 2002, product type: lead. Product ID 3887-56,lot# l62286, implanted: (B)(6) 2001, product type lead.

Event description:
Information was received from a consumer through a manufacturer representative regarding a patient implanted with a neurostimulator (ins) for failed back surgery syndrome. It was reported that cervical x-rays confirmed lead fracture in cervical space, as well as old abandoned lead fractured at pocket location. Patient is referred to the physician for replacement. No patient symptoms were reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.